Event description:
Within 9 minutes of treatment, pt complained of chest, back, and stomach pain. Blood not returned. Benadryl and o2 was administered. Drew blood cultures. Dialyzer 1st use, preprocessed. This was pt 1st treatment on t220l dialyzer. Pt previously used competitor dialyzer. Pt was placed back on competitor product without further incident.